Manufacturer narrative:
The calibration trace did not indicate an issue. The customer reported that qc was within range. The field service engineer performed adjustments, blank cell calibration, precision and verification testing with acceptable results. After service, no further issues were reported by the customer regarding the reported assay. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received two questionable elecsys hcg + beta test system results for two patients tested on a cobas e411 rack. On (B)(6) 2021, patient 1 had an initial result of 60 miu/ml. This initial result was reported outside the laboratory. On (B)(6) 2021, the provider questioned this result and a new sample was taken from the patient. The repeat result from the new sample was <0.100 miu/ml and the repeat result from the initial sample was <0.100 miu/ml. On (B)(6) 2021, patient 2 had an initial result of 1125 miu/ml. This initial result was reported outside the laboratory. On 22-sept-2021, the provider questioned the result because it was not as high as expected. The repeat result from the same sample was 47,186 miu/ml. The reagent lot number is 51653905. The expiration date is 30-apr-2022.